Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his dell axim handheld computer was not holding a charge. Good faith attempts are being made to retrieve product for product analysis.